Manufacturer narrative:
On january 15, 2026, novocure received additional information from the health care provider (hcp). According to the hcp, the patient was not hospitalized, and no direct medical intervention was initiated; however, the patient was referred to a dermatology practice. It was further reported that the patient was receiving concomitant bevacizumab at that time of the event, and that the most recent surgical resection occurred on (B)(6) 2025. The hcp indicated that, in their opinion, the adverse event was contact dermatitis rather than an infection and, therefore, did not provide a causality assessment. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. As this event might have led to a serious deterioration in the patient's state of the health, this is assessed as serious. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior surgery affecting skin integrity. Additional note: manufacturing date of (B)(6) is (B)(6) 2025.

Event description:
A 59-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed that several centimeters of scab detached from the patient's surgical resection wound located in the left temporal region, which subsequently became infected and exhibited purulent discharge adhering to the arrays. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, additional information was received indicating that the patient resumed optune gio therapy following the adjustment of the arrays to avoid the affected region. Attempts were made to contact the prescribing physician; however, no additional information was received.